Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4).: the metal cap is attached to the fiber; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end wall exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "metal cap unset" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Time expended for second fiber: 26:8 minutes. The fiber tip (cap) of first fiber was not cleaned during the procedure.

Event description:
It was reported that during a bph surgical procedure at 5,676 joules of use and 1:18 minutes, fiber broke inside the sheath, not inside the patient. It was reported that during the use of the second fiber, at 171,585 joules of use and 26 minutes, metal cap upset; tip broke away and was not recovered. The procedure was completed with "classic resection". Patient outcome: no injury to the patient reported. This report is for second failed fiber.